Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2013-08885; 2134265-2013-08886. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter in an unspecified procedure. When the physician attempted to perform pullback , automatic pullback failure occurred. The catheter connection and imaging were good but there was no correct contact with sled. The procedure was completed using manual pullback. No patient involvement.